Event description:
A minimum fill notification was reported by the caller, who was attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area, leading to a successful loading of the cartridge and resumption of insulin delivery.